Event description:
Hill-rom rec'd a report from the account stating that the foot tray was cracked. The lift was located in the pt's room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The account replaced the foot tray to resolve the issue. Based on this info, no further action is required.